Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the arm faulted and master tool manipulator (mtm) assembly disabled. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information about the complaint: the homing process was completed normally, and the robotic system was functioning normally until the particular error/failure of the mtm occurred. There was failure of the left mtm on one of the sscs, which resulted in having to disable this mtm. The fse was called after the fact by the customer. The fse called dvstat for clarification after talking with the customer. Troubleshooting was not performed by the customer. The surgeon that was operating did not have the patience or confidence to continue robotically, even after instructions from the robotics coordinator (roco) that could have rectified the situation. The procedure was completed laparoscopically since the surgeon did not have the patience to deal with the mtm failure situation. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. However, the fse went ahead and replaced the mtm after the error disabled the mtm and it was suggested by dvstat technical support engineer (tse). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the reported issue; however, it could be confirmed as having occurred via field error logs. The mtm unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any error issues. Furthermore, the mtm was placed on a mini console and passed joints, pot and rom, j23 balance, sine cycle, opto buttons, and check sensors tests. No trouble was found with the returned unit. However, the master junction board (mjb) and the printed circuit assembly (pca) will be replaced as a precaution. The complaint regarding the arm faulted, and the master tool manipulator (mtm) assembly disabled was confirmed by field error logs, which indicated that the device did contribute to the reported event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.